Event description:
It was reported that this right atrial (ra) lead was explanted due to lead damaged. A new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm lead damage allegation based on the finding of a damaged ra lead (insulation and outer conductor). Further, unintended use error was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead damaged. A new ra lead was implanted. No additional adverse patient effects were reported.